Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balanced middle weight (bmw) elite ii; inflation: indeflator; guide catheter: tornus, guideliner. (B)(4): incorrect prep. Evaluation summary: the device was returned for analysis. The reported shaft detachment and reported twisted shaft material were able to be confirmed. The reported kinked shaft and reported difficulty to position the device were unable to be confirmed. The reported leak was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for shaft detachment, shaft kink, leak, difficult to position or twisted shaft from this lot. Reportedly, the device was prepped inside the anatomy. It should be noted that the xience xpedition, xience xpedition sv (small vessel), and xience xpedition ll (long length) everolimus eluting coronary stent systems instructions for use (delivery system preparation section) states: while introducing the delivery system into the vessel, do not induce negative pressure on the delivery system. This may cause dislodgement of the stent from the balloon. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the moderately tortuous mid right coronary artery (rca). After placement of a non-abbott guiding catheter and a balanced middle weight (bmw) elite ii guide wire, a non-abbott balloon dilatation catheter (bdc) failed to cross the lesion. A non-abbott penetration guiding catheter was placed, and the same non-abbott bdc was used to pre-dilatate the lesion, followed by additional pre-dilatation with a larger non-abbott bdc. A non-abbott guide-liner was advanced. The 3.5x12mm xience xpedition stent delivery system (sds) was advanced and although it met resistance with the non-abbott guide-liner, it successfully reached the target lesion. When an attempt was made to prep the xience xpedition sds inside the patient's anatomy, air was continuously pulled; however, no blood entered the indeflator. It was noted that the sds shaft was kinked, thus the sds was withdrawn. Upon withdrawal, the proximal shaft inside the hub separated. Additionally, the distal shaft was noted to be wrinkled. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 3.5x15mm xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.